Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 49 mg/dl. Customer was in auto mode from few months and passed self test, displacement test. Insulin pump will not be returned for analysis.